Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that stress was applied to the bending section in the following mechanism: I) bending section received stress from insertion / withdrawal of the trocar or the like. Ii) skeleton rings and ccd cable interfered within the bending section. Iii) ccd cable in the bending section got kinked / broken. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported no image when angulated issue due to scope exceeding its warranted date. Additionally, the bending section cover had a cut with excessive broken strands on the bending section. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
A user facility returned the olympus, endoeye flex deflectable videoscope due to no image produced during preparation for use. There was no harm, delay or user injury reported due to the event.